Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd sedi-40 has been found experiencing a hardware malfunction. The following has been provided by the initial reporter: mixer does not work.

Event description:
It has been reported that the bd sedi-40 has been found experiencing a hardware malfunction. The following has been provided by the initial reporter: mixer does not work.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd sedi-40 has been found experiencing a hardware malfunction. The following has been provided by the initial reporter: mixer does not work.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/10/2022. H.6. Investigation: instrument sedi 40 19-42018 was returned to the manufacturer for service with respect to the reported defect ¿ not mixing. The instrument was evaluated by visual examination and functional testing and it was found that the timing belt became unseated. The belt and its sprockets were reseated. After repair the instrument passed all further quality checks. H3 other text : see h.10.